Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to moisture damage to the motor and the electronic devices noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected power loss and had a blank display. The blood glucose level of the customer was 133 mg/dl. The customer stated that the insulin pump fell into the water and there was water under the lcd screen. The customer was asked to revert to the backup plan. The insulin pump will be returned for analysis.